Event description:
Reportable based on evaluation completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. Access was obtained via the femoral artery. The 3.50x21mm 95% stenosed concentric and de novo lesion being treated was located in the severely tortuous and mildly calcified middle right coronary artery (rca). The lesion was predilated using a maverick 3.0 balloon reducing the stenosis to 40%. The 3.50x24mm taxus liberte stent delivery system (sds) was advanced but did not cross the target lesion. The procedure was completed using a 3.5x23mm promus stent. The lesion was post dilated using a 3.50mm quantum maverick balloon. There were no patient complications and the patient is listed as "stable". However, the returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(4): a visual and microscopic examination identified stent damage. The middle stent struts at 2 locations were bent back distally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)